Event description:
During a routine shift check by a clinician, the device powered on with no display. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.